Event description:
While performing a contract inspection of the device, a physio-control field service rep observed that the unit prompted an inappropriate "leads off" message during testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control recommended the replacement of the device's main pcb assembly; however, because the device is no longer under warranty, the customer has declined service, and is taking the unit out of service.